Event description:
Three resolute integrity rapid exchange (rx) drug-eluting stents were implanted in the lcx during the index procedure. It is reported that the patient suffered an mi post index procedure. Investigator assessed that the mi was possibly related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).